Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hypoglycemia event on (B)(6) 2026 and was hospitalized because the patient did not disconnect the infusion set while changing. After placing the reservoir into the pump, the reservoir went from full to empty. The blood glucose levels dropped from 180 mg/dl to 50 mg/dl, and the patient was treated at the hospital for low blood sugar and excess insulin. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.